Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, de novo lesion in the mildly tortuous mid left anterior descending (lad) coronary artery. A 3.0x48mm xience xpedition drug-eluting stent was deployed. A 3.5x15mm nc trek rx balloon dilatation catheter (bdc) was unpackaged, but the lumen was not flushed prior to removal of the protective balloon sheath; the sheath was removed without any notable difficulty. The 3.5x15mm nc trek rx was not soaked, but air aspiration was performed prior to use. The 3.5x15mm nc trek rx bdc was advanced to post-dilate the stent, with resistance felt and force applied against the tortuous lesion, but the balloon completely failed to inflate. The nc trek rx bdc was replaced with a 3.5x15mm non-abbott bdc, which successfully completed post-dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: flush the nc trek rx coronary dilatation catheter and the slide the protective sheath off the balloon, submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating and all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Additionally, it should be noted that the IFU warning section states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The investigation was unable to determine a conclusive cause for the reported inflation issue; however, the reported physical resistance appears to be due to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.